Event description:
Additional information received reported the pipeline was not positioned in a vessel bend; it was placed in a straight segment. Resheathing and redeployment was attempted to open the pipeline without success.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the pipeline vantage with shield technology, an unruptured aneurysm with amorphous morphology was present in the internal carotid artery, measuring 10mm in maximum diameter and 9mm in neck diameter.the distal landing zone was 4.4mm and the proximal landing zone was 5.2mm. The stent failed to open in the middle section, despite being deployed more than 50%. The device was resheathed less than or equal to two times and subsequently resheathed and removed with the microcatheter. The devices were prepared as indicated in the instructions for use (IFU). Dual antiplatelet treatment was administered, and angiographic results post-procedure confirmed the presence of the aneurysm. The patient outcome was reported as alive with no injury. The product was replaced by another medtronic product.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) as found condition: the pipeline vantage was returned for analysis inside a dispenser coil, an outer box, a sealed biohazard bag, and a shipping box. Damaged location details: the pipeline vantage tip coil was found without damage. The distal and proximal dps restraints and dps sleeves were found intact, with no signs of damage. No defects were found on the re-sheathing marker or with the proximal bumper. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. The braid¿s distal and proximal ends were opened and frayed, while the middle part was opened with no damage. No other anomalies were noted. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at middle¿ was not confirmed, as the returned pipeline vantage braid¿s middle part was opened with no damage. The braid's distal and proximal ends were opened and frayed. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and damaged braid. The customer stated that the device was not positioned in a vessel bend, ruling out the user deploying the braid in the vessel bend as a potential cause. Vessel tortuosity and damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, deployment technique, delivery/retracting delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.